Manufacturer narrative:
Analysis was unable to replicate the programmer shut down or the screen turning black, however error logs confirmed events had occurred that would have turned the screen black. The hard drive was reconfigured, reloaded and software was updated. The device passed functional, safety and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmers display turned black and shut down after pressing find the patient. It was noted the issue occurred twice in one day. There was no patient involvement.